Event description:
The customer contacted beckman coulter inc. (Bec) to report the unicel dxh 800 coulter cellular analysis system generated erroneous differential results: high monocytes (mo) and low neutrophils (ne) with instrument generated messages for one (1) patient. The erroneous results were reported out of the laboratory and was questioned by the physician. A manual differential was performed. The same specimen was also run on an act diff5 instrument. Both the manual and rerun results confirmed the erroneously high mo% and low ne% results generated by the dxh 800 instrument. No death, injury, or change to patient treatment was reported in connection with this event.

Manufacturer narrative:
Specimens were collected in 12 x 75 mm edta tubes and were sampled within 17 minutes of collection. Specimens were stored at room temperature. Instrument was performing within quality control (qc) specifications. Controls were run before the incident and recovered within assay limits. Raw data was requested but not available. The field service engineer (fse) performed start up, ran latron and controls and results indicated that the system performed within specifications. Root cause is unknown with the information available. However, the instrument did generate suspect flags for the specimen to alert the operator to further review the specimen. Per product labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. As part of a retrospective review, this event was determined to be reportable.